Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Stroke: the root cause of the stroke was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
This follow-up report is being submitted to update a2 (patient age) with newly obtained demographic information. No additional clinical or device-related updates are available at this time

Event description:
The complainant reported a patient was implanted with an impella cp and cannulated for extra corporeal membrane oxygenation after being admitted to the hospital for a bentall procedure. On support day 5, the patient experienced an extensive cerebral infarction, and the neurological prognosis was determined to be poor. After obtaining informed consent from the family, the patient¿s code status was changed to not resuscitate. The physician noted that the relationship between the cerebral infarction and the impella use was unknown and noted that ECMO was also in use at the time of the incident. The patient expired.

Manufacturer narrative:
A2, a4 are unknown. B2. Date of death was not available in the complaint record accessible for MDR assessment at time of reporting. The device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed.